Event description:
It was reported that a home patient experienced a connection issue between a minicap and a titanium adapter. This occurred during set-up of peritoneal dialysis therapy. It was not reported how the event was resolved or how patient will complete therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.